Event description:
Additional information from the consumer reported she was still having concerns with her device/ therapy but she was working with her doctor/ manufacturers' representative. She had an appointment set for (B)(6) 2015.

Event description:
It was reported that the patient experienced ¿positional changes¿ and uncomfortable stimulation in the chest when she sat down. The event only occurred when the patient sat down. The patient reportedly did not understand how to change programs, but patient recovered. A week later, the patient¿s frequency in urination returned since the patient was hospitalized for liquid radiation, an echocardiogram, and stress test. The therapy was on, but the patient continued to have symptoms. Additional information received noted that the patient¿s symptoms were ¿okay.¿ when using the ipad or cell phone, the patient experienced an electrical sensation in the body including pain in hip, pinching and burning sensation at the implant site. The symptoms reportedly lasted an hour and then went away, though sometimes caused the patient to use pain pills. These symptoms also occurred when the patient was on an airplane flight and while the patient was sitting in the passenger seat in a car on (B)(6) 2015, the patient experienced adverse bowel symptoms and constipation; the patient took bacteria pills and drank water as a result, but not clear if symptoms cleared up. During a cardioscan, the patient stated that ¿there was something that had been felt in bladder and chest.¿ "use of bladder going to the bathroom" worsened in (B)(6) 2015. Settings were changed in which the patient described as better for symptom management as the bladder pain and loss of therapy were resolved. However, on (B)(6) 2015, the patient was still not having therapy relief. Follow-up is being conducted to determine cause, action, and outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0hxrq, implanted: (B)(6) 2015, product type: lead. (B)(4).